Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they are at end of treatment and have bite concerns. Their right-side bite touches more than the left side. They also reported, some bleeding at front teeth. Bite video provided and showed posterior open bite. Advised resting period.